Event description:
Same case as MDR ID# 2134265-2014-03443, 2134265-2014-03514. It was reported that roll-off took did not occur. The patient was undergoing radiofrequency ablation (rfa) to a lesion located in the kidney utilizing two 4.0/15/15 leveen coaccess electrodes and a rf3000 radiofrequency generator. The physician indicated that roll-off did not occur to either leveen coaccess electrodes as the probes were not heating. The procedure was completed and there were no patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a coaccess electrode and cord was received with residue present on the device indicating handling/ use. A visual examination of the device found the tines to be fully retracted. The needle cannula was found to be slightly bent. A functional evaluation was performed by extending and retracting the array without issue. The tines were found to properly formed and evenly spaced. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity. The cord was then tested and was measured. The cord was then attached to the electrode and the conductivity of the combination was measured and found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-03443, 2134265-2014-03514. It was reported that roll-off took did not occur. The patient was undergoing radiofrequency ablation (rfa) to a lesion located in the kidney utilizing two 4.0/15/15 leveen coaccess electrodes and a rf3000 radiofrequency generator. The physician indicated that roll-off did not occur to either leveen coaccess electrodes as the probes were not heating. The procedure was completed and there were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).